Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received insulin flow blocked alarm after multiple set changes and had experienced high and low blood glucose. The customer's blood glucose was 58 and 312 mg/dl. Offered troubleshooting for high and low blood glucose and customer declined. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected insulin flow blocked alarms noted during testing. The device was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked case on battery tube area and cracked battery tube threads.